Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize battery packs) was confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an intermittent u500 digital signal processor on the computer/analog board. The root cause for the intermittent u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor and reported that the monitor was not recognizing battery packs.